Manufacturer narrative:
Per case notes,the sensor was broken into two pieces during removal procedure.the RMA was authorized,and all broken pieces of sensor were received. A visual inspection confirmed the complaint and the breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. The user is doing well and was inserted with a new sensor. No further resolution was found necessary for this complaint. B4.date of this report 06 june 2024 g3.date received by the manufacturer? 06 june 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 23, 2024, senseonics was made aware of an adverse event where the hcp reported that the sensor broke into two pieces during the removal procedure. All fragments of the broken sensor were retrieved from the user.